Event description:
It was reported that the patient came in with a dental bridge in hand. Implant site #11 was reported to have a screw missing. Furthermore, the gingival tissue was reported to have started growing over the implant. The tissue has yet to be removed. The location of the screw is unknown.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were updated: 4109, 4110, 4111, 4114. H6: investigation findings code was updated: 213. H6: investigation conclusion code was updated: 4315. H10: narrative/data was updated. One (1) scr replace friction-fit gold & ti abut int hex (mhlas) was reported. No product was returned. Therefore, visual evaluation could not be performed. Based on the evaluation, device malfunction could not be verified. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported events. Monthly post market trending review identified no adverse trends or actionable trends for the reported events or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimvie. DHR and complaint history review could not be performed, as the subject lot number associated with the reported product was not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Complaint history review by item # was performed for the mhlas for 12 months from notification date, for similar events and revealed no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported products. The complaint is related to the functional performance of the device. Functional testing to recreate the reported events could not be performed due to the products not being returned. Therefore, the reported events could not be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are excessive loading on abutment/implant assembly, abutment over-prepped, incorrect assembly of the abutment to the implant (for example, abutment not seated properly, screw not tightened to recommended torque) user error, inadequate instructions for use, and improper patient selection. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information was received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. D10: item number was updated to tsvwh13, impl tapered scr-v ha 4.7 mm 4.5mm 13mm. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
The customer confirmed the item number of the concomitant device.